Manufacturer narrative:
The initial MDR 1226181-2016-00001 was filed on january 07, 2016. Additional information (02/02/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and service report. The hsc specialist indicated that the cause of the discordant, falsely low calcium result on one patient sample was due to a malfunction of the reagent probe 1 mixer.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed service tests and found that the reagent probe 1 mixer was malfunctioning and the bottom of cuvette was misaligned. The cse replaced the reagent probe 1 mixer and adjusted the bottom of cuvette. The cse performed service tests and ran quality controls, which were acceptable. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher both times. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
The initial MDR 1226181-2016-00001 was filed on january 07, 2016. The first supplemental MDR 1226181-2016-00001_s1 was filed on february 03, 2016. Additional information (02/03/2016): the first supplemental MDR states that a siemens headquarters support center (hsc) specialist reviewed the instrument data and service report and indicated that the cause of the discordant, falsely low calcium result on one patient sample was due to a malfunction of the reagent probe 1 mixer. The hsc specialist performed a second review of the instrument data and stated that there was no indication of sample mix, reagent delivery, or calcium contamination issues. The cause of the discordant, falsely low calcium result on one patient sample is unknown.